Event description:
It was reported that the fill estimate was inaccurate after the customer tried filling a used cartridge outside the load process. The customer's blood glucose level was 231 mg/dl.

Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen. In addition, the user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump cannot be guaranteed if cartridge are filled more than once. The product has not been returned fot eval. Should new relevant info become available, a supplemental report will be submitted.